Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 500 mg/dl at the time of event due to which went to emergency room and got hospitalized in intensive care unit(ICU) and was treated by intravenous and fluids of saline and insulin. The patient had large ketones at the time of event. The issue occurred with five infusion sets.